Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The light source exhibited a chipped output socket, broken light tube and the surgical detection was worn out. In addition, the connections on the socket were observed, to be dusty. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d8, e1 (remove address and telephone number) and correction to g3 of the initial medwatch. The aware date should be july 15, 2024 additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was not reproduced during inspection. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.